Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegations of electrical issues were not confirmed through analysis.

Event description:
Boston scientific received information that there were some sensing and impedance issues during implant. The physician tried repositioning this right ventricular (rv) lead, but acceptable measurements were never obtained. After several attempts, this patient developed cardiac tamponade, 250 cc of blood had to be drained. This patient is now in good condition. The decision was made to not implant this rv lead. There were no additional adverse patient effects reported.